Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient had a loss of stimulation. The patient reported a loss of therapy. The patient stated he had rf ablation in the winter of 2015 and the device manufacturer's representative (rep) tried to program the device to cover his upper back pain, but that didn't work out. That was done in florida, and the patient was back in (B)(6). He wanted his device programmed back to the way it was to cover his hip pain. There was no coverage and the patient had hip pain. The patient was to follow up with the health care provider (hcp).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that he had an appointment on (B)(6) 2015 for an x-ray to determine if the electrodes had moved. A healthcare provider (hcp) later reported that they took x-rays of the patient lying supine. They had one midline lead among left-sided lead and the left lead had migrated further to the left and the patient was not getting coverage when he needed it. In addition, his low back pain had become worse as well. Most of the pain was in the left leg and low back. He continued on 40 mg of hydrocodone per day. The hcp thought a paddle lead might be in order. Alternatively they could just remove the unit. Finally there was some new technology coming out which would use a transforaminal approach which would likely be out the l4-5 foramen but in light of the surgery the patient had had, that might be problematic as well. They were going to make an appointment for the patient to see another doctor regarding a paddle lead if he decided to go in that direction. The patient understood that would require a laminotomy and it also might not be effective for his back pain and testing could not be done intraoperatively.